Event description:
It was reported to boston scientific corporation that a resolution clip device was used to treat an emergent bleed in the colon in 2009. According to the complainant, during the procedure the device was placed down the scope and while attempting to open the clip, the clip fell off inside the patient. The physician had no concerns about the clip passing normally through the body. However, a biopsy forcep was open from use earlier in the procedure, so the doctor used the forceps to easily retrieve the clip. The procedure was completed using another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.